Event description:
New information received indicates that the lead was capped and replaced. The patient was stable post procedure.

Event description:
It was reported that the patient had a prophylactic screen performed. Externalized conductors were observed upon review of cine. Lead monitoring was recommended.

Manufacturer narrative:
(B)(4).